Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with four remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was cycled and the clips misloaded. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Carrier misalignment causing clips to misload. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the clip applier jammed and there were issues experienced with the loading or firing of the clips. A new clip applier was used. There was no patient injury.